Event description:
The customer reported that the system's batteries were not fully charged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated, the battery voltage and the input voltage were correct. The input connector was cleaned and contact reinforcer was applied during the service call. The system was tested and found to be working as intended and put back into service.